Event description:
It was reported that the patient experienced a loss of therapeutic effect along with pruritus and flu-like symptoms including headache, nausea and increased pain. A dye study was performed and no problem was noted with the catheter. A roller study was also performed and was normal. No volume discrepancies have been noted. The hcp reported that it looked like baclofen withdrawal. The patient was receiving lioresal 2000 mcg/ml at a dose of 479 mcg/day. The patient is "ok" now.